Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A field engineer ii reported on behalf of the customer that a 00mlx mlx 300w xenon lightsource was noted to have burning indications on the wolf port of the light source. No patient contact, injury, or surgery delay was reported. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The failure mode was confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A visual inspection found customer applied labels, there was burning indications on the wolf port of the turret knob. Wolf port on the turret is melted and discolored. No other visible, physical damage. Functional testing found the unit failed to ignite at hard start. Also note that third party lamp is installed. Fiber cable is not locking into port. The mirror was not properly installed into the mirror holder. The reported complaint was confirmed. The power cord that was returned was tested and functioned properly. The definite root cause cannot be reliably determined.

Event description:
N/a.